Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that the vitrectomy probe did not cut during a procedure. The surgery was completed by decreasing the cutting rate which was initially set to 7500 cuts per minute to 1500 cuts per minute. No patient harm reported. No sample returning.

Manufacturer narrative:
Device (probe) review: the vitrectomy probe was not returned for evaluation for the report of the probe not cutting; therefore, the condition of the product could not be verified. The device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints associated with the lot for the reported issue. Technical service review: service record (sr) (B)(4) was opened june 1, 2017. Per the sr, an alcon representative (ar) visited the customer site and evaluated the footswitch. The ar was unable to replicate the reported event. Although no functional issues were observed, the ar noted that the footswitch may possibly have had a bad contact which may have led to intermittent connection. The ar then verified that the system met alcon specifications per service test procedure (stp). The ar also requested that the footswitch be replaced as a preventative measure. Service record (sr) (B)(4) was opened on june 21, 2017. The sr states it was opened to investigate the associated constellation system laser function being unavailable, updating the system software to cr4, and retrofitting the cpc connectors, all which are unrelated to the reported event. Per follow-up information received on october 6, 2017, an ar confirmed that the nonconforming footswitch was replaced. No further issues were reported by the customer site. Manufacturing information: the footswitch (p/n 8065750977, (B)(4). Was manufactured on march 2, 2010. Based on quality assurance (qa) assessment, the product met specifications at the time of release. Complaint lot/serial number review: as of october 26, 2017, a review of (B)(4) complaints for the last 24 months did indicate 2 related reports for this footswitch (p/n 8065750977, (B)(4). Similar incidents review: a review of complaints within the past 12 months from the month of the reported complaint ((B)(6)2016 - (B)(6)2017) showed 1 similar incidents of ¿footswitch - not responding¿ while using the system, where root cause was unable to be verified. This represents an occurrence level of 1 out of approximately (B)(4) paks sold over the 12 month period. A listing of this similar incident is attached. This occurrences is not statistically significant and therefore does not indicate any adverse trends. Service serial number review: as of october 26, 2017, a review of service records for the last 24 months did indicate 1 related report for this footswitch (B)(4). (B)(4). Risk management report/risk review: the system rmr (B)(4), was reviewed and the hazards/harms potentially related to the reported event of footswitch ¿ not responding while using the footswitch have been identified and mitigated. Investigation conclusion: on june 15, 2017, the customer reported that their footswitch, was used during a case in which the associated system had issues with the vit cutter cutting. The procedure was performed after decreasing the cut rate from 7500 cuts per minute (cpm) to 1500 cpm. Per the sr, the ar was unable to replicate the reported event. Although no functional issues were observed, the ar noted that the footswitch may possibly have had a bad contact which may have led to intermittent connection. The ar then verified that the system met alcon specifications per service test procedure (stp). The ar also requested that the footswitch be replaced as a preventative measure. Per follow-up information, an ar confirmed that the nonconforming footswitch was replaced. No further issues were reported by the customer site. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Device (probe) was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The root cause of the reported event could not be determined. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).